Event description:
During attempted palmaz stent placement with a properly positioned and crimped stent, normal inflation of the meditech balloon caused displacement of the stent without distending the stent enough to allow recapture of the stent. This occurred during each of two successive attempts at stent deployment with the 2nd event resulting in the stent being completely displaced from the balloon catheter onto the guide wire with just enough expansion of the proximal stent to prevent easy retrieval through a sheath.